Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump¿s battery was not lasting long. The customer also reported that for the past week their blood glucose levels had been high. The customer¿s blood glucose level during the incident was 317 mg/dl. The customer¿s current blood glucose level was 115 mg/dl. The customer stated their blood glucose levels had been within the range of 300 mg/dl to 400 mg/dl. They changed the settings in the insulin pump but it did not make a difference. They had been treating their blood glucose with the insulin pump. Troubleshooting was performed. The insulin pump¿s screen had cracks. The device will be replaced and returned for analysis due to cosmetic damage.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No low battery alert and no weak battery alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, cracked lcd window, missing end cap sticker, cracked battery tube threads and corroded battery tube.